Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u report will be submitted with all additional relevant information. The jostent graftmaster is being reported under a separate medwatch report number.

Event description:
It was reported that on (B)(6)2010, during a coronary stenting procedure, in a saphenous vein graft to the left anterior descending artery (lad) with a non-abbott stent, a perforation occurred. The perforation was treated with prolonged unspecified angioplasty, but this treatment failed to seal the perforation. On (B)(6)2010, a jostent graftmaster was delivered to the perforation, but, reportedly, the physician was uncomfortable inflating it to the 4.5 mm vessel size and thus, failed to seal that perforation. A second jostent graftmaster was placed overlapping the first graftmaster, however, again, the physician was uncomfortable inflating to the vessel size, resulting in the stent migrating distally. The perforation remained not sealed, but was successfully treated with balloon inflation. There was no adverse pt sequela reported. Although requested, there was no additional information provided.